Event description:
It was reported that a patient developed a category 3 pressure ulcer while using the actiflo indwelling bowel catheter. The actiflo bowel catheter was inserted in the patient on (B)(6), 2013 due to loose stools and diarrhea. The patient was placed sitting upright with the catheter in place. The pressure ulcer resulted and the actiflo bowel catheter system was removed.

Manufacturer narrative:
The instructions for use state to "make sure that the patient is not lying on the catheter drain tube or catheter connectors. This could cause discomfort or localized pressure"